Manufacturer narrative:
Ins8420 trauma catheter was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The issue reported by the customer could not be determined. However, a possible root cause for the reported condition may be related to the catheter¿s securing procedure followed and/or that the catheter was inadvertently pulled during patient¿s repositioning. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch report # (B)(4) was received with the following information: while repositioning patient, the luer connector from integra ventricular catheter set (ins8420) popped off of the ventricular catheter that was sutured into patient's skull, allowing cerebrospinal fluid (csf) to drip freely/ exposing brain to air. Csf/ drainage was found on pillow that was just changed after repositioning patient's head. Relevant accident preceding the event: occipital fracture after unhelmeted fall from a bicycle. Additional information has been requested from the reporting facility.